Event description:
It was reported that during the implant procedure that there was an event of right ventricular (rv) lead dislodgment. The helix of the rv lead would not retract under fluoroscopy and was removed from the patient and tissue stuck in the helix was removed. After cleaning, the helix would not extend. The lead was replaced and the surgery concluded successfully with a new rv lead. The patient was stable following the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The helix was partially extended and clogged with blood/tissue consistent with procedural damage. The reported event of helix mechanism issue was confirmed. X-ray examination found the helix was stretched/ bent consistent with procedural damage. The helix mechanism/ extension length test was not performed due to damaged helix, as received. The cause of the reported event of helix mechanism issue was isolated to the helix being damaged and clogged with blood /tissue. No other anomalies were found.